Manufacturer narrative:
This report has been identified as event 2 of b. Braun medical internal report number (B)(4). One (1) photo was provided for evaluation. Upon visual inspection of the photo, neither a disconnect or leakage was able to be identified. Based on the data from our evaluation, the exact nature of the reported defect could not be determined at this time. Review of the discrepancy management system (dsms) database performed for the reported lot number revealed no abnormalities or non-conformances noted during in process or final product inspection. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If additional pertinent information becomes available, a follow-up will be submitted.

Manufacturer narrative:
This report has been identified as event 2 of b. Braun medical internal report number (B)(4). The device involved has not been received for evaluation and the investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
Event 2: as reported by the user facility: "the connection came apart during power injections. The connection came apart after most of the injection was completed. The instance involved some blood to return and created a potential exposure."